Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci) with a medical history significant for coronary artery disease (cad) and diabetes mellitus. Upon arrival in the intensive care unit (ICU), per the attending physician (dr. Polito), swelling and a small hematoma were noted at the right axillary access site. A sandbag was applied by the medical team as part of standard management. Access-site hematoma is a known potential adverse event associated with surgical axillary access and the anticoagulation requirements of impella 5.5 support, as described in the instructions for use. The hematoma was identified post-procedure and managed with standard intervention.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was complete and no device was returned. Investigation summary: hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.